Event description:
The event is reported as: complaint description: the staples didn't close well on the skin. Only one side of the staple was into the skin and the other one not. It was very hard to remove the staples from the skin. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint.